Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The right ventricular (rv) lead and implantable pulse generator (ipg) were explanted and a temporary system was placed. A new system was then implanted. No further patient complications were reported as a result of this event.